Event description:
An infusion of naloxone was started. Approximately three hours later, the pump alarmed with malfunction code s321, error subgroup 9, malfunction code: pump bolus overshoot, urgency high, alarm ID: 109, arg 1: 814, arg2-4:0. The alarm was acknowledged and the pump shut down. The infusion was re-started on a different machine.====================== manufacturer response for infusion pump, symbiq======================they are aware of the malfunctions s321 + s421. Other hospitals have seen the same issue but to a lesser degree. They continue to investigate and work towards a sustainable corrective action.